Manufacturer narrative:
Add'l info has been requested and if received will be provided in a supplemental report.

Event description:
It was reported that, "pt was experiencing instability so surgeon brought pt back to surgery. After examination and trial, surgeon exchanged the 9 mm insert for a 13 mm insert."